Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using malfunction reset instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future, which caller acknowledged and understood.